Manufacturer narrative:
On 22-may-2023, mentor received additional information about the event. Additional systemic symptoms were reported including blurred vision, chronic ear ringing, breast pain, and joint pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with a mentor memorygel breast implant 300cc gel breast prosthesis (left device) and a mentor memorygel breast implant 325cc gel breast prosthesis (right device) and suffered several unexplained systemic symptoms, including feeling tired all the time and chronic migraines. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.